Manufacturer narrative:
Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated multiple gas loss in circuit alarms during the day. There was no indication of leak and all connections were secure. The console was changed three times but the same alarm was being generated. The getinge representative had the customer do an iab fill ad watch for messages. The therapy went on several hours without any issues. Patient is not tachycadic nor running a fever. Patient on a ventilator on 1:1 peep at 5. The getinge representative advised about trying a change in the extension tubing and they were going to discuss with dr. Sharma. The alarm strip indicated gas los in circuit alarms. The getinge representative also mentioned as last result they could make a decision to turn gas loss alarm off referring to the user manual. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated multiple gas loss in circuit alarms during the day. There was no indication of leak and all connections were secure. The console was changed three times but the same alarm was being generated. The getinge representative had the customer do an iab fill ad watch for messages. The therapy went on several hours without any issues. Patient is not tachycadic nor running a fever. Patient on a ventilator on 1:1 peep at 5. The getinge representative advised about trying a change in the extension tubing and they were going to discuss with dr. Sharma. The alarm strip indicated gas los in circuit alarms. The getinge representative also mentioned as last result they could make a decision to turn gas loss alarm off referring to the user manual. There was no reported injury to the patient.